Event description:
The patient reported 4 devices that fell off during use. The patient could not provide lot number for the devices. The patient reported that 3 or 4 of the complaint devices were available for return.

Manufacturer narrative:
Two devices were received and evaluated for the device fell off complaint. Both devices were inspected, and both devices showed signs of remaining adhesive resiude and were deemed to have sufficient adhesion strength. However, due to the condition of the foam pads, the original adhesive properties could not be verified, and the complaint cannot be confirmed.